Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a consumer via a manufacturer representative on (B)(6) 2018 regarding a patient receiving morphine (2mg/ml at 0.5mg/day). The indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that for the last three months (relative to (B)(6) 2018), the patient was not having any pain relief. On (B)(6) 2018, the refill nurse tried to refill the pump and it was still full. The expected reservoir volume was unknown, but it was confirmed that the full 20ml were aspirated by the nurse. The change in therapy/symptoms was considered sudden. It was noted that the patient was surviving for three months with a pump that seemed to indicate "from at least any readings we know," that it was pumping correctly, but it hadn't pumped at all. The nurse reportedly gave them a printout that didn't show a sign of a stalled motor or anything like that. The consumer wondered if they could have foretold this was happening sooner so they didn't spend three months trying to pretend that the pain should have been better when it wasn't because the pump wasn't working. It was noted that they did have a tentative date for a visit with the healthcare provider (hcp), but it was not convenient for them to get to the hcp's office. Recommendations for tests to determine why the pump said it was working when it wasn't were requested. It was noted that the refill date on the patient's personal therapy manager (ptm) kept changing, and was going down "like everything was heading toward today." Additional information was requested regarding computing the pump's volume and determining if the reservoir was low. It was noted that the patient's pain management person would not allow them to have any subjunctive medicine like aleve to help the patient live through the duration of getting the pump up to base level for the last three months, and the patient had reportedly gone off of opioids in prep for pump use. The patient had been "giving a bad couple of months now." The patient was in pain and they reportedly asked the doctor for some help, and the doctor said to take lyrica. They were hoping there was a backlog of information from the manufacturer from what the manufacturer had seen like this in the past to "tell the doctor to turn the pump backwards one turn." Additional information was received from a healthcare provider via a manufacturer representative on 2018-jan-15. It was reported that the cause of the volume discrepancy was unknown. The pump was filled ant the patient's ptm was disabled. The patient was to be re-evaluated in one month. It was unknown if the volume discrepancy and patient symptoms had been resolved.